Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible under delivery anomaly not confirmed. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer alleging possible insulin pump under delivery. Customer had symptoms they may be indicative of the possible onset of diabetic ketoacidosis. The reservoir and insulin pump will not be returned for analysis.